Manufacturer narrative:
The wheel or casters are bowing out and breaking off on the mee-2000 carts. The cart was not in use and there was no injury to anyone. Unit has not returned for evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The wheel or casters are bowing out and breaking off on the mee-2000 carts.

Manufacturer narrative:
Manufacture narrative: the wheel base on the cart are bending to a point where the recorders have trouble moving and the stability of the cart is degraded. This cart is used with the mee-2000a which is an iom system used for evoked potentials, eegs, and emgs. A scar (supplier corrective action) was sent to the supplier modo to resolve the issue of the wheels bowing and breaking off. Root cause: it appears field use loads and requirements exceed those specified in the design requirements. Field conditions may include a higher load and or more aggressive use. Corrective action: modo agreed to 3 phase approach. 1- washer retrofit kit, 2- field upgrade kit and 3- redesign. Nka agreed to all three. 1- washer retrofit kit nih 9600 were developed and shipped. Modo eco 95732. 2- upgrade kit was developed for field upgrades. This kit included a new design for the base. Included on eco 95744. 3- nih agreed to redesign. Redesign was completed. The eco was approved by nka. Change will be implemented on the open order. Validation: for the months of january and february 2019 after the hardware lkit was implemented at (B)(6) on brand new carts, there have been no complaints on the carts and are working as they should.